Manufacturer narrative:
No pt info as no pt involved in this concern. Per RMA, a new vertek arm was sent to site for replacement. No pt present.

Event description:
A medtronic rep reported the handle of a vertek articulating arm from the stealthstation is locked up such that it cannot be tightened. No pt was present.